Event description:
Boston scientific crm received information that this lead had dislodged one day post implant. After the fourth attempt to reposition it, the physician elected to implant a new lead because this one had unsatisfactory pacing parameters.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. The cuttings in the outer insulation are most likely due to the explantation procedure.